Event description:
Ous MDR - it was reported that 14 months after the implant exit block occurred with stable sensing values. Intra-operatively the lead did not show any peculiarities. The generator was explanted.

Manufacturer narrative:
The pacemaker was explanted on (B)(6) 2018 and then returned for analysis. First, the manufacturing process of this device was reviewed. The production documents did not show any anomalies that could be related to the complaint. All manufacturing steps had been carried out correctly. The pacemaker underwent a status interrogation, and the memory content was analyzed. The analysis of the memory content did not show any anomalies. The battery state of more than 95% is expected after an implantation time of 15 months and indicates a sufficiently charged battery. In a next step, the pacemaker was visually inspected, and the connection system was examined. The screws and the spring elements of the lead connections were without defects. Leads inserted in a test could be contacted with easy passage, low-ohm values, and reliably. The drill hole dimensions were all within the dimensions defined by the standard. The pacemakers capability to provide therapy was tested. The sensing function was normal. However, the antibradycardic output signal was not present, which confirmed the clinical observation. A reset of the implant was then initiated. After the performed reset, the antibradycardic pacing function tested successfully. Damage to a circuit component could thus be ruled out. Subsequently, a long-term pacing test was performed. The pacing function did not show any anomalies during this test. In summary, the clinical observation could be confirmed during the analysis. After a reset of the pacemaker, the device was capable to provide therapy without restrictions. The cause of the clinical observation could not be determined beyond a doubt despite thorough analysis. It was reported that a therapeutic radiation treatment took place in (B)(6) 2018. The subsequent follow-up took place at the time of the clinical complaint on (B)(6) 2018. The time of the occurrence of the pacing loss could not be determined. A therapeutic radiation treatment is contraindicated and can lead to a latent damage of the implant. It can therefore not be ruled out that the therapeutic radiation was the cause of the clinical observation. There was no material defect or manufacturing error.